Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction failure is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identity the root cause. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
Additional information of fa#.

Event description:
Material # 381423 batch # unknown it was reported by customer that the insyte autoguard IV catheters, needle is not retracting as it should. It either goes extremely slow or does not retract at all. Verbatim: rcc received a complaint via email. Email(s) attached. On bd insyte autoguard IV catheters, needle is not retracting as it should. It either goes extremely slow or does not retract at all. This is happening on all catheters in the 2 cases (400 catheters) that we have on hand. Ref report: mw5162922. Catalog #: 381423 lot #: no harm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.